Manufacturer narrative:
The reported issue that during an infusion of blincyto (blinatumomab) the alaris pc unit, model 8015 turned off, and when turned back on alarmed with error code 133.6080 could not be confirmed. No device or associated device logs were returned for investigation. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Based on these facts the file may be closed. The customer stated that there is no patient harm occurred.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "during the infusion of the blincyto (blinatumomab), the alaris pc unit, model 8015 turned off. When the nursing turned it back on the alaris pc unit displayed "system error, operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off. Code 133.6080". Alaris pc unit swapped out with another, infusion completed without further incident. No untoward patient effects." An incomplete date of event of (B)(6) 2018 was provided.